Event description:
It was reported by the customer that the pyxis medstation es system was not working, and the application was not launched on the screen. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not launched due to a software issue. A technical support specialist uploaded the 10 med and pas packages (build 16) to resolve the issue. The system functioned as intended after troubleshooting the device.